Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient¿s log files were submitted for review because the patient¿s power readings were trending up with a rise in ldh. The controller event log file contained data from (B)(6) 2021 at 18:35:08 through (B)(6) 2021 at 13:55:03, per the timestamps. The fixed speed and low speed limit were changed multiple times throughout the log file. The lowest motor speed that the pump operated at was 5200 rpm and motor power ranged between 3.9-4.7 watts, while the highest motor speed that the pump operated at was 6300 rpm a motor power between 5.3-5.5 watts. The changes in pump power appeared to correlate to the increase in pump speed. Estimated flow, and average pi ranged throughout the log file from 4.0-5.5 lpm, and 1.3-4.6, respectively. No atypical events or alarms were captured. Additional information was received from the customer stating that the patient was a male who was critically ill on bi-vad support. He had ongoing liver function tests (lft) and an ldh of approximately 600. This patient also suffered from a pulmonary hemorrhage and melena related to arteriovenous malformations (avm). No equipment was exchanged, and none will be returned, however, the patient was reintubated and a bronch was completed. There was also possible gi intervention planned. Currently, there is no cause determined for the elevated power and ldh, however, they are trying to rule out primary liver process and hemolysis. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) following the event. No product is available for investigation. The heartmate 3 lvas IFU lists bleeding, and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU provides information regarding anticoagulation, including the recommended inr values. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas IFU outlines speed, power, flow, and pulsatility index. The IFU explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 04jun2021. The heartmate 3 lvas IFU is currently available. Section 1, ¿introduction,¿ lists bleeding, and hemolysis as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas IFU outlines speed, power, flow, and pulsatility index. The IFU explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient's pump power readings were trending up with a rise in lactate dehydrogenase (ldh). The patient was reintubated, a bronchoscopy was performed. No equipment was exchanged, and the patient remained critically ill on biventricular assist device (bivad) support with ongoing elevated liver function tests, ldh ~600's u/l, pulmonary hemorrhage, and melena related to arteriovenous malformation (avm). The site was ruling out primary liver process versus hemolysis with the workup underway to identify the cause of the elevated ldh.